Manufacturer narrative:
Concomitant products: product ID: 407652 lead, date of implant (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a little more than two years prior the right ventricular (rv) lead had exhibited an incident of t-wave oversensing (twos) post-pace, post-sense. It was further reported that the rv lead had a high threshold measurement approximately 3 months prior. The lead remains in use. No patient complications have been reported as a result of this event.